Event description:
This is filed to report material deformation and the clip opening while locked. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+ with a dilated atrium. During lock line removal, the physician had difficulty unwrapping the lock line and a knot formed. While the physician was attempting to undo the knot, the lock lever disengaged. The physician was able to undo the knot, but it was noticed on fluoroscopy that the clip had opened to about 30 degrees. At this point, over half of the lock line had been removed. It was decided to tighten the clip back down. The clip was closed, and the remaining part of lock line was removed. A second establishing final arm angle (efaa) was performed and the clip did hold its position. The clip was deployed, reducing mr to grade 1-2. The clip appeared stable at the end of the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported material deformation (knot on lock line) appears to be due to procedural interactions (i.e., user technique of unwrapping the lock line resulting in formation of knot). The reported unintended movement (clip open while locked) appears to be due to the attempt to undo the knot, causing the lock to become disengaged. The reported difficult or delayed activation (clip deployment) was due to the formation of knot on the lock line, as it required troubleshooting and delayed the clip deployment process. There is no indication of a product quality issue with respect to manufacture, design, or labeling.